Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer re-loaded the cartridge to resolve the minimum fill notification and insulin delivery was resumed successfully. Customer¿s blood glucose level was between 250-300 mg/dl.